Manufacturer narrative:
This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Up to date, no clinical form has been received from the doctor. Inmode is performing investigation of this incident and will submit a supllementary report once additional information becomes available.

Event description:
A doctor reported of a male patient sustaining a lesion on his left flank following procedure that combined liposuction, followed by quantum rf and then morpheus8. On the provided photo of 7 days post tx, the lesion has a yellowish necrotic slough, has an elongated shape and is 4cm in length. It is reasonable to assume that a full thickness burn preceded this lesion. According to the doctor, the lesion is healing.